Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to the patient double bolusing by mistake. The patient's blood glucose levels reached an unknown level. It was unknown when the patient was released from the hospital and how they were treated for this issue. Three follow ups were attempted but no new information was provided.